Event description:
It was reported by a physician that the patient's generator had unintentionally disabled. Additionally, the patient's father had reported that the patient had been experiencing longer but less frequent seizures, and it was mentioned by the father that swiping the patient's magnet did not have the same effect as previously, and that the patient was not coming out of the seizure as he has in the past. It was noted that the physician had programmed the device back on at the patient's most recent appointment; however, re-enabling the vns therapy was causing the patient to cough significantly. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. In this case the autostim output current mode was programmed greater than the magnet output current. Once the autostim output current was decreased to an output current less than the magnet mode output current, the vns pulse therapy was enabled. The programming history data for the device was analyzed and confirmed that a burst watchdog disablement had occurred. After re-programming the device so that the autostim output current was less than the magnet output current, it was confirmed within the programming history that the vns therapy was re-enabled. No other relevant information has been received to date.